Event description:
It was reported that bmc rf wire was selected for pulse field ablation. During the procedure, radio frequency was applied once, and then, when performing again the transeptal puncture, since the physician was not sure about the position, the radio frequency did not work. Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis. No other issues were reported. The device has returned for analysis.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block d4 unique identifier (UDI) #. A complete UDI for the device was able to be found.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and found to be out of shape at its tip. Next, the device passed the dimensional test and concluded that the rf wire is within the standard measurements for wire body and proximal end outer diameters. Also passed the tests for electrode height inspection and electrode / heat shrink gap inspection. Finally, the device passed the arc test inspection; the wire was working properly, and the rf was being delivered to the distal end of the wire. Based on the information provided in the complaint summary as well as based on the results of the testing/inspections performed, the reported allegation of failure to cross cannot be confirmed.

Event description:
It was reported that bmc rf wire was selected for pulse field ablation. During the procedure, radio frequency was applied once, and then, when performing again the transeptal puncture, since the physician was not sure about the position, the radio frequency did not work. Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis. No other issues were reported. The device has returned for analysis.

Event description:
It was reported that bmc rf wire was selected for pulse field ablation. During the procedure, radio frequency was applied once, and then, when performing again the transeptal puncture, since the physician was not sure about the position, the radio frequency did not work. Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis. No other issues were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.